Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Final analysis of the pump revealed no anomaly found.

Event description:
Information was received form a healthcare professional regarding a patient who was receiving an unknown drug and concentration at an unknown dose via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient had an infection at the pump site due to the device. The device was removed and returned. A possible pump pocket revision was noted but not confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.